Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as device alarms with "external flow sensor failed". The alarm was observable. Patient alarm; pa141023 (sensorfailmode). No device log files were provided to hamilton. The malfunction was reproducible. There is patient involvement reported. The event occurred during ventilation. There was need for medical intervention reported. The ventilator device got exchanged without any impact on the patient. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as device alarms with "external flow sensor failed". The alarm was observable. Patient alarm; pa141023 (sensorfailmode). No device log files were provided to hamilton. The malfunction was reproducible. There is patient involvement reported. The event occurred during ventilation. There was need for medical intervention reported. The ventilator device got exchanged without any impact on the patient. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.